Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) inspected the issue in drawers 7.1 and 7.2 were not popping open when commanded. After inspecting the solenoids and springs on the hard stop, no faults were found. The fse then adjusted the c channels, performed function checks, and ran the hardware test application (hta) test, which passed successfully. During the inspection, it was also noted that the drawer slide bearing cages were beginning to fail. Additionally, the bearing cage on the main half-height drawer 5.1 was found to be damaged, preventing the drawer from opening. To resolve this, the fse replaced the drawer 5, transferred the cubies, and configured the storage space accordingly. Function checks were performed and passed in hta. The system functioned as intended after the field service engineer repaired the device.